Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from the female patient receiving intrathecal morphine (concentration and dose asked; unknown) via an implantable infusion pump. It was noted that regarding the concentration and dose of medication she "had 8" but it was "now 4." It was unknown if that was mg/ml or mg/day. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that a few weeks back ((B)(6) 2016), the patient was "barely breathing" and had to be taken to the hospital for emergency surgery on her back. The patient stated that "it's come loose and I want to know why." Reporting first that the problem was with her pump, however when asked for more detail she changed and said the problem was with the catheter. It was reported that the patient had repeated issues with her catheter. It was unknown what was exactly was wrong with the catheter, however it required a revision and the catheter had to be replaced. Redirected to the hcp. The drug, date of the revision, clarification of what was meant by "came loose", troubleshooting and cause related to the catheter issue, and diagnostics/actions/interventions/resolution related to the difficulty breathing remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.